Event description:
The customer reported that a patient was examined head first supine for an examination of the right shoulder, the left shoulder and the head, using the shoulder and 16 nv coil. One day after the examination a blister of 4 x 9 cm was observed on the right lower arm.

Manufacturer narrative:
(B)(4). Conclusions: the observed injury on the arm is consistent with heating incidents caused by a lack of distance and padding between the cable and patient's skin (the instructions for use clearly indicate a minimum distance of 2 cm). The coils were tested and within specifications. The patient is diabetic and was sedated, which could explain the seriousness of the observed injuries as this influences the heat capacity of the skin. In this event the patient was scanned for one and a half hour, of which 46 minutes with a whole body sar value > 2 w/kg.